Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from its manufacture date of 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report of intermittent cubie drawer issues, specifically with drawer pocket recognition and the observed binding of the drawer rails, was confirmed by the bd field service engineer. The field service engineer evaluated the station: the drawer is experiencing intermittent issues with pocket recognition, and the drawer rails are beginning to bind replaced half-height cubie drawer; station is now functional however, the reported half-height cubie drawer was not received for inspection; a minidrawer was received instead. Further inspection of the returned minidrawer observed thermal damage on one of the subdrawer cable¿s end and its mating connector on the controller board. Corrosion was observed along the screw insert above the affected controller board connector dried fluid was detected on the controller board above the affected area no testing was deemed necessary due to observed thermal damaged areas visual inspection of the returned drawer controller board observed no obvious issue; however, electrical measurement of the board noted components to be shorted shorted board and solenoid components are one of the symptoms of the issue of a burning smell on a station no further testing was deemed necessary on the returned parts as the field service engineer evaluation of a failed solenoid and drawer controller board was confirmed there was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 cubie was failed. As per part investigation, it was determined that there was thermal damage on mini drawer cable and controller board connector, corrosion on screw and dried fluid detected on controller board. However, there were no adverse events or injuries reported based on this event.